Event description:
It was reported that the left master tool manipulator (mtml) had errors during the homing process. When the customer attempted to calibrate the mtm more errors occurred.there was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse provided the customer with a calibration file to install on the system and resolve the master tool manipulator issue. The system was tested and verified as ready for use.the probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.